Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer did not provide their blood glucose value at the time of the incident. The insulin pump keeps asking to rewind, she is about to go through everything except fill cannula the will receive the motor error alarm and the process will repeat. The customer stated that the drive support cap was normal. The mother stated that the insulin pump was exposed to high magnetic fields stating the insulin pump has been exposed to body scanner at the airport. Advised that the insulin pump should not go through body scanners or x-rays, advised the medtronic website has documents that can be printed out for travel. The customer's mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, self test, off no power test and occlusion test due to motor error alarms. No displacement or rewind anomalies noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window and stained end cap sticker.